Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the emergency room for chest pain. The device was explanted and replaced.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.